Manufacturer narrative:
Due to character limit e1 full contact person name: (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cs300 intra-aortic balloon pump (iabp) had a loud noise coming from the machine. There was no patient involved.

Manufacturer narrative:
Corrected fields- h6 codes(health impact) updated fields- b4, g1(contact paerson- mfg site), g3, g6, h2, h3, h6 codes(investigation findings, conclusion, types), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the noise and also remarked it was coming from the drive manifold. The fse further stated that the safety disk and battery were due for replacement. The unit is not cleared for use. The fse gave a quote for the repair. If any applicable information is provided, the investigation will be reopened and processed accordingly.

Event description:
N/a

Manufacturer narrative:
After further review, an MDR for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.